Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: getting multiple, various alarms-felt related to driveline dysfunction. Specific component(s) involved: driveline malfunction. Additional text: suspected driveline dysfunction-non grounded cable tried; no more alarms. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : non grounded patient cable. Implant device type: lvad. Malfunction device type:.